Event description:
The customer reported that the system failed to produce fluoroscopic x-ray. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply was evaluated and the voltage was optimized. The system was tested and found to be working as intended and returned to service.